Event description:
Info received that the left side, siderail was not latching. No injury reported.

Manufacturer narrative:
Technician found the siderail was missing lower pivot bolt, pivot block and roller guide, causing the siderail to not latch. Replaced the hardware to resolve this issue.